Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was overdischarged. The rep could not communicate with the ins with external devices. The caller said the last successful recharge "has been a while." The rep was going t continue recharging and clear the power on reset (por) as soon as the ins s 25% charged. The rep said they were going to complete the prm with the patient. The rep started one prm and it moved to normal charging and then full very quickly the 2nd time the prm is behaving normally. No symptoms or further complications were reported.